Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The obturator was received. The insufflation syringe was not received. The valve seal was cut. The locking collar was intact. The balloon appeared intact. Functionally, the balloon was inflated and did not demonstrate any leaks. There were no other functional abnormalities. The reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Replication of the broken valve door was attributed to excessive force being applied to the device. Replication of the observed seal damage may occur if the dissector balloon system is forcefully inserted into the cannula without the aid of lubricant or if the seal makes contact with an instrument. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a laparoscopic lar procedure, the co2 was aerated , then there was air leakage. The surgeon checked the trocar many times, but there was still leakage. There was no patient injury. The patient is stable. There was no medical intervention.